Event description:
It was reported that balloon rupture occurred. The 99% stenosed target lesion was located in the mildly tortuous and severely calcified anterior descending artery. A 3.0mm x 220mm x 150cm coyote balloon catheter was advanced for dilatation. However, during inflation, the balloon ruptured. The procedure was completed with another balloon catheter and peripheral cutting balloon. No patient complications were reported.